Event description:
During a ventricular tachycardia ablation procedure, the sheath was inserted into the patient and mapping was done with an advisor hd, thrombus was aspirated into the syringe connected to the extension port of the sheath. A tear was noted at the hemostasis valve of the sheath. The sheath set was replaced, and the procedure was completed with no adverse consequences to the patient. No medication or examination were performed on the thrombus.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath and dilator were received for evaluation. No visual anomalies were noted to the sheath hemostasis valve. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported issue remains unknown.